Event description:
Patient reported issues with his pump, noting that he could not update it as it was out of warranty for approximately one year. He also had difficulty pressing the power button, and despite using a new cable, the pump did not hold charge as it used to. There was no adverse impact to the customer¿s blood glucose level. Randall declined further troubleshooting, and no additional information was received regarding the outcome of the event.